Event description:
A pt was implanted with a rod and screws for a 3-level posterior lumbar fusion at l3-l4, l4-l5, l5-s1 on an unk date. During the pt's 2-week post-op examination, x-rays confirmed the rod on the one side had backed out at the top of the construct and two (2) of the locking caps were loose and free floating on one side of the construct. The opposite side of the construct is intact with no issues. Pt was scheduled for revision procedure. This report is #2 of 5 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.